Manufacturer narrative:
- D4 updated with additional product information. - h4 updated. - a0401 added to h6. Corrected data. D1 updated/corrected. The investigation is still ongoing.

Event description:
A 72 year old man underwent pci with impella cp support. During placement, the 0.018 guidewire became unravlled and since the impella cp was in place but not finalized the entire assmebly was removed and a second impella cp placed without incident and the case finished.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.